Manufacturer narrative:
The lens was returned in a specimen cup. Blood and solution was dried on the lens. The optic had multiple scratches and scuff marks on the anterior and posterior sides in the shape of an instrument used to grasp the lens. The damage observed is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The viscoelastic indicated is not qualified for the lens/cartridge combination indicated. Root cause: information was provided that in the surgeon's opinion, the lens did not cause or contribute to the event. In the surgeon's opinion the cause of the event was the patient could not adapt to the lens. The lens was exchanged for a monofocal lens with a 11.5 diopter difference in power. An iol exchange for a difference equal to or greater than two diopters, indicates the event is most likely related to a calculation error. Based on the information provided, the event does not appear to be related to the product. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided in the file that the multifocal toric 14.5 diopter (1.50cyl), add power +2.2 & 3.2 lens model was replaced with a monofocal toric (1.50cyl), 26.0 diopter lens model. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Device has not been evaluated yet. Device made it to the manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced blurry vision, glare and halos. The lens was explanted. Additional information was requested, stated in the surgeon¿s opinion non adaptive to company lens caused the event.